Event description:
The cryoablation catheter was inserted into the sheath and the sheath was aspirated. During aspiration, air was pulled into the system through the valve of the sheath. There was no patient injury.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. Visual inspection showed the shaft was intact with no apparent issues. The reported issue was confirmed through testing; air aspiration was reproduced when a catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; valve was torn. A field action was initiated in july 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.